Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issues with four infusion sets in total. It was noticed that in three sets, the sites were ripped out prematurely, and one site was stuck in the insertion device. He stated that all the issues had happened over the past month and he had replaced the infusion sets and resumed insulin successfully. The infusion set had been used for one day and there was no damage when the infusion set packages were first opened. The patient experienced high blood glucose level which he tried to treat with a bolus via the pump. However, on (B)(6) 2020, he went to the emergency room with blood glucose level of 587 mg/dl, which he believed was due to the infusion set. Reportedly, he had high ketones which the health care professional assessed as dangerous/ life threatening. Further, he was administered saline and insulin intravenously and stayed there for twelve hours, but he was unstable, and his blood glucose level was 250 mg/dl when he left the emergency room. Subsequently, on (B)(6) 2020, he was admitted to the intensive care unit due to diabetic ketoacidosis and blood glucose level of 250 mg/dl. During hospitalization, he was given fluids of saline and insulin intravenously which resolved the issue. Moreover, he was put back on pump during last day in the hospital, and his blood glucose level remained in the range. On (B)(6) 2020, he was released from the hospital with no permanent damage. No further information available.